Manufacturer narrative:
The fsca number is included in this report.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice issued by abbott on 10sep2025. The patient¿s device unexpectedly lost bluetooth (ble) communication capabilities with their ipg and patient programmer. Failure analysis of the returned units has identified the ipg lost its ability to communicate with the clinician programmer (cp) and/or the patient controller (pc) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.

Manufacturer narrative:
Corrected data: b5 and h11 were corrected to remove the statement about abbott issuing the advisory notice on 10sep2025 as it is incorrect. Based on information obtained the device is included in the neuromodulation (nm) - eterna scs and liberta rc dbs ipg wireless communication problem due to ble circuitry advisory notice. The device unexpectedly lost bluetooth (ble) communication capabilities with the ipg and programmer prior to being implanted in a patient. Failure analysis of the returned unit has identified the ipg lost its ability to communicate with the clinician programmer (cp) due to a bluetooth (ble) crystal or oscillator component supplier manufacturing process issue. Fsca number is pending.